Event description:
It was reported following a stimulator replacement the patient had no stimulation, but the patient had ''good'' stimulation coverage with the previous stimulator prior to the replacement. The impedances were measured on the new device while the patient was in the recovery room after the surgery, and the results were >10,000 ohms on the right lead contacts 4-7. The patient had never used this side for therapy prior to replacement. The impedance measurements on the left lead ranged from 1500-6000 ohms. Multiple contacts for stimulation were tried but the patient still felt no stimulation. Later the same day it was reported the high impedances and lack of stimulation resolved with ''some'' programming.

Manufacturer narrative:
Lead model 389033, lot #j0322235v, implanted: (B)(6) 2003; lead model 389033, lot #j0322235v, implanted: (B)(6) 2003; extension model 748925, serial #(B)(4), implanted: (B)(6) 2003; extension model 748925, serial #(B)(4), implanted: (B)(6) 2003; adaptor model 74002, lot #n202202, implanted: (B)(6) 2012; programmer model 37744, serial #(B)(4).